Event description:
React health received a complaint from a durable medical equipment provider that a device had a burning smell during testing. There was no harm or injury reported. The unit has been returned to the manufacturer. The device was evaluated by the manufacturer. The device would not power up for performance testing. There was no evidence of burning or smoke damage observed. It was determined the main pcba was faulty.